Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were on 3 and turned it up to 4. They stated that it hurt so they turned it back down to 3. The next day the patient turned it back up to 4 where it did not hurt but they had a "nervous/jumpy" sensation through their body and hands. The patient described it as if it was like they had too much caffeine. It may have been that their muscles were sore from their surgical procedure from the day before. It was an uneasy feeling. Additional information reported that the patient had the chills and was vomiting during the night. After they had a bowel movement their symptoms went away. There was also a distinctive odor to their urine which was not there before the evaluation started. The patient went to the emergency room because of redness at the site and they had a fever between 100 and 101. The patient's healthcare provider met them at the hospital and put them on antibiotics.